Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. The visual inspection of the provided picture showed that the return line tube was not correctly glued on the return screwed connector. The reported condition was verified. The cause was manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the priming of a prismaflex m100 set c, an external fluid leak occurred at the screwed connector. No alarm was triggered. There was no patient involvement. No additional information is available.